Event description:
It was reported that this implantable cardioverter defibrillator exhibited oversensing on the right ventricular channel. It was discussed that reprogramming or a lead revision could be possible solutions discussed. It was decided to perform a lead revision. This device remains in service. No further adverse patient effects were reported.